Manufacturer narrative:
Tandem t:slim user guide indicates how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose. The customer's blood glucose (bg) was 300s mg/dl. The customer delivered a bolus with the pump to address the bg. Reportedly, the contact stated air was loaded into the cartridge. During follow up with tandem technical support, the contact reported that the customer's bg decrease to normal range.